Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on an unspecified date the patient obtained a result of "388mg/dl" on the subject meter, which she felt was inaccurately high in comparison to a result of "288mg/dl" obtained on a hospital meter, within 30 minutes of each other. The patient manages her diabetes with an insulin pump and the reporter could detail if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that "one hour" after the issue occurred the patient developed symptoms of "tired and weak" and was treated in hospital with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used, however the patient had not followed the correct testing procedure by not washing her hands prior to testing. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.